Manufacturer narrative:
H6: investigation summary: the photos were received by bd for evaluation. A quality engineer was able to review the photos of a discardit 2ml with 25gx1 from lot # 1121609 regarding item # 302438 with the reported issue of double syringe, double needle, missing needle ¿ package, these defects are confirmed. Corrective/preventive actions- investigation performed and flaw in machine programming observed, if vision stops machine and operator pressed reset + start button together. Vision camera do not verify the product presence and quantity and machine starts. Full proofing will be done so that pressing button will not start the machine. Blister leakage the defect bd syringe is being used with other needle combination. Hence there could be issue related to compatibility issues of bd syringe and other needle. Also, sample not shared by customer. The defect cannot be confirmed. The DHR of material number 302438 and lot number 1121609 was checked and no quality notifications were recorded on this lot. No samples and ten photographs were received from the customer and were used for investigation of the reported defects. The investigating team also used the retention samples of material code 302438 and lot number 1121609 for investigating the reported defect. H3 other text : see h10.

Event description:
It was reported that 290 bd discardit¿ syringes' packaging units were damaged and leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "blister leakage"

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 290 bd discardit¿ syringes' packaging units were damaged and leaked. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "blister leakage"